Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation and generator voltages were adjusted for optimal performance. The workstation pcbs were reseated. The system was tested and found to be working as intended and returned to service.